Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. Device code (B)(4) relates to problem code (B)(4) for the reported event of "guide catheter broken". A visual evaluation of the returned device found that the push catheter was kinked in several locations, also it was torn adjacent to the handle with the pull wire exposed in that section. The pullwire is bent in several locations. The guide catheter is detached from the delivery system and it is bent in several locations, the most proximal section of the guide catheter is tapered which is evidence that it was attached to the pullwire during manufacturing. A functional evaluation was not performed. Based on the additional information, the patient presented a tortuous anatomy. It is likely some procedural/anatomical factors were encountered during the procedure which may have limited the overall performance of the device. A device under tortuous condition due to patient anatomy or customer use/manipulation/maneuvering can cause the delivery system to bend/coil leading to kinks and bends in the device, resulting in difficulty deploying stent. Force to deploy the stent could ultimately cause detaching of guide catheter and additionally pull wire kinking and tearing the push catheter due to attempts to release the stent. Therefore, ¿operational context¿ is selected as the most probable root cause for the complaint. The device history record review found the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot. Labeling review was performed and no anomalies were found.

Event description:
It was reported to boston scientific corporation that naviflex¿ rx delivery system was used in an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the bile duct on (B)(6) 2017. According to the complainant, during the procedure, when they retracted the guide catheter of the naviflex rx deliver system to deploy the advanix stent, severe resistance was felt. Furthermore, the guide catheter detached about 25cm from the tip. The detached guide catheter remained inside of the deployed advanix stent and was successfully removed using a snare. It was confirmed that no fragments remained inside the body. No patient issues were reported as a result of this event.